Manufacturer narrative:
(B)(4). Batch # r5993c. Investigation summary: all pan hooks were attached and the pan was undamaged. One double driver was visibly trapped between the cartridge pan and body. Upon removal of the pan, eight left double drivers and nine right double drivers were noted to be missing, including the distal most double driver on either side of the knife slot. All staples were present and the sled was in the proximal position and intact. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the gst60b load was bad out of package. The orange staple driver loose in cartridge. There were no patient consequences reported.